Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.

Event description:
The event is reported as: complaint alleges: "the user was not able to inflate cuff of the et tube. A hole was found in the cuff. Defect was discovered prior to use on a pt. No reported pt injury.